Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that after the surgeon had planned on a magnetic resonance image (MRI), the plan was shifted when the computed tomography (CT) with the localizer was merged and selectedas the reference. The surgeon did not notice the shift and the deep brain stimulation (dbs) lead did not hit its target. The lead was very close to the brainstem, shifted 5 mm laterally and 14 mm deep. They brought to patient back to the operating room to have a separate procedure, but never implanted another lead in the correct location. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stating the dbs lead that was placed was not a medtronic product. No device issue alleged/identified.